Event description:
A customer contacted baxter's technical service center regarding a check lines and bag alarm during prime on the homechoice. During troubleshooting the alarm, the patient reported two drain bags were being used and the bags were not pushed all the way in the manifold. The patient then pushed the spikes all the way. Therapy was continued from that point on. No patient injury or medical intervention was reported. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device was discarded. A 510(k) number will not be provided in the MDR as the product code is unknown; should the product code be identified at a later date or if additional information becomes available, this information will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4). This complaint for a check lines and bags alarm was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).